Event description:
Service and repair was requested for the control module due to the interruption of power during the breast biopsy. The cutter was stopping during the initiation of a specimen cut. The patient was rescheduled.